Event description:
New information received notes that the implantable cardiac monitor (icm) was repositioned, and the device is working at optimal performance after repositioning. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. The patient status was unknown.